Manufacturer narrative:
The reported event of a round, bulbous deployment was confirmed. Following the simulated deployment, the bulbous shape returned to normal and met functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications at the time of release to commercialization. A CAPA was initiated for further investigation and did not identify a product quality issue. However, corrective actions to further enhance performance are being pursued per internal operating procedures.

Event description:
On (B)(6) 2020, a 25mm amplatzer pfo occluder(lot#7348534) was selected for implant in a (B)(6) year-old female. During the procedure the device was deployed, but not released because the right atrial disc appeared bulbous shaped. The physician recaptured the device and redeployed it twice and attempted to push and pull the device while in the septum multiple times, but the disc would not flatten. The physician then removed the device from the patient without consequence and exchanged it for a 25mm amplatzer cribriform occluder (lot#7241248). The cribriform device was successfully deployed and implanted in the patient. The patient remained hemodynamically stable throughout the procedure, there was no serious injury and there was no clinically significant delay in the procedure.